Event description:
The male patient had a poba in the 2nd obtuse marginal. Approximately seven months later, the 1st obtuse marginal was stented with a cypher stent. Four months later, a CABG was performed in the target vessel treated during the index procedure